Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced incorrect label information. The following information was provided by the initial reporter: on the packaging the pink line is orange. On the packaging the line with color on is orange instead of pink. Pink is a symbol on 20 g and orange is on 14g, so it creates confusion.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-nov-2022. H6: investigation summary: our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of label content incorrect was confirmed upon inspection of the photo and sample. Analysis of the sample showed that the top web of the sample had a difference in color from the manufacturing standard. Bd determined that the cause of the failure was associated the sterilization process of the top web. Action plans have been proposed to engage with the supplier to prevent further occurrences of the top web color change. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch was in compliance with our product specification requirements. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced incorrect label information. The following information was provided by the initial reporter: on the packaging the pink line is orange. On the packaging the line with color on is orange instead of pink. Pink is a symbol on 20 g and orange is on 14g, so it creates confusion.